Event description:
The customer reported that he was treated at home by the paramedics due to a low blood glucose of 35 mg/dl. The customer stated that he was walking on the treadmill for an hour prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer stated that the end cap sticker was missing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.